Manufacturer narrative:
The device was evaluated at olympus (B)(4). All contents of the initiation were reviewed with the picture of the damaged part, therefore, the actual device would not be sent to the manufacturer site. From the attached photos in complaint information by olympus (B)(4), it was confirmed that the tissue pad was peeled off. The device history record for the lot indicated no anomaly with the event-related items below. [Inspection]high-frequency output [inspection]appearance the exact cause of the reported event could not be identified. However, based on previous investigation results, it can be inferred that a likely cause of the peeling of the tissue pad might be the following. The tissue pad was worn away because no tissue was being grasped between the grasping section and the probe tip when the device was activated output in seal & cut mode for/after a transection of tissue. The tissue pad was excessively heated due to friction between the grasping section and the probe tip. This caused the tissue pad to be partially peeled away. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed by the non-healthcare professional that during a total laparoscopic hysterectomy using the subject device, the tissue pad separated from the upper-jaw on the tip. The intended procedure was completed with another device. There was no patient injury reported.